Manufacturer narrative:
After battery installation the insulin pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to cracked lcd controller also, the insulin pump was received with traces of corrosion were found at the electronic and the motor assemblies per our visual inspection. The insulin pump failed the leak test. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to display anomaly. The insulin pump had cracked case at battery tube threads, minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer went into the pool while wearing their insulin pump; the device then alarmed with no delivery followed by critical pump error. The patient's blood glucose at the time of incident was 260 mg/dl. Troubleshooting was initiated and it was confirmed that water got inside of the device. The insulin pump will be returned for analysis.